Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report one of three for the same event. Reports two and three are reported on MFR #: 0001032347-2017-00195 and 0001032347-2017-00196.

Event description:
A sternalock 360 revision was reported. The lowest, zyphoid band broke on the anterior surface at the site that the band threads through the plate. The mid-body band broke on the posterior side "at 7 o'clock if plate presents 12 o'clock." The screws at the manubrium were all loose. It is reported during the original surgery a power driver then manual tightening method was used to lock the screws. Dbm and cables were implanted as replacements.

Manufacturer narrative:
The product identity was confirmed in the evaluation. The device history records were not reviewed as the lot number is not known. The entire construct was returned. It consisted of two box plate assemblies, one x-plate assembly, four 18mm screws, and eight 14mm screws. All three bands are fractured. One of the box plates has been cut, which is likely the one that was in the manubrium. The x-plate band has been fractured on the posterior side of the sternum. The second box plate band has been fractured at the locking mechanism. A fracture analysis was performed on the bands. The analysis did not find any manufacturing defects. The one box plate was confirmed to be sheared (cut). Both the other fractures are likely fatigue fractures. The complaint that the bands around the sternal body and xiphoid broke is confirmed through the returned parts. The most likely underlying cause of the complaint was determined to be excessive force applied to the implant, due to a gap in the sternum, trauma, or patient conditions. The instructions for use states, ¿tension should be applied until the bone halves are approximated and visually contacting.¿ it also states, ¿the patient is to be instructed in the use of external supports and braces that are intended to immobilize the site of the fracture or other non-union and limit load bearing. The patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break, bend or be damaged as a result of stress, activity, load bearing or inadequate bone healing.¿ additionally, it states, ¿final tightening must be completed using manual screw driver to ensure locking. Failure to fully lock screws may result in screw loosening.¿ this is report one of three for the same event. Reports two and three are reported on MFR #: 0001032347-2017-00195 and 0001032347-2017-00196.